Manufacturer narrative:
The treatment was discontinued. The patient went to the emergency room and was admitted to the intensive care unit. Patient recovered. After receiving the customer complaint, the manufacturer performed a complete review of the process documentation of the manufactured lot. In addition they performed microbiological and chemical physical test on the retained samples both bulk and finish product, in order to check any deviation. Although the actual sample was not tested a retained sample from the same lot was checked with no issues identified. The documentation review and the sample retest confirmed that the product complies with the specification. In particular the microbiological and chemical physical analysis confirmed the compliance of the specs. (B)(4). This issue is likely to relate to an allergic reaction. Sinclair offered the patient to take an allergy test, however patient advised he did not want to perform such a test.

Event description:
An adult male (approximately (B)(6) was treated with aloclair gel (same formula as canker-x in USA) for a blister on tongue. Patient experienced an allergic reaction, 40 minutes after application on blisters on tongue; the tongue started to swell 3-4 times its normal size.